Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 622 mg/dl with large ketones. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Customer was treated with intravenous insulin/fluids. Elevated bg/ketones were resolved and customer was discharged on (B)(6) 2018. Pump system check was performed with tandem technical support and although no device issues were identified, customer alleged the pump was not delivering insulin. Multiple attempts were made by tandem clinical diabetes specialist to contact the customer; however, no reply was received.